Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual observations revealed that the upper jaw is broken off. The fragment, broken jaw piece was not returned with the device. Additionally, the device hinge mechanism is fairly loose, indicating this device was heavily used in the field. Via functionality testing showed that the device functioned as intended. Possible root cause for the reported failure could be due to excessive grabbing and twisting which could¿ve caused the jaw to break off. It was also noted that this device is approximately 7 years old and could¿ve seen heavy use over the years. This failure could be attributed to device use. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported by the sales rep that the tip of the customer's grasper grabber broke off during a shoulder procedure. No parts of the device fell into the patient. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.